Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was repositioned but the problem was not resolved. The lens remains implanted. Additional information has been requested but none has been forthcoming. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
A2: unk. A4: unk. A5: unk. A6: unk. D6b: unk. H6 work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Manufacturer narrative:
Corrected data: b5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with lens rotation. The lens was repositioned but the problem was not resolved. Due to low vault with rotation, the lens was removed and replaced for a longer length lens. The problem was resolved. Cause of event was reported as the device. There are multiple device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4)